Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that post implant, the patient experienced diaphragmatic stimulation. A new lead was implanted.